Event description:
Event description guidant received information that noise and high threshold measurements were noted from this atrial lead. The device was atrial undersensing in both unipolar and bipolar configuration. In addition, ventricular fused beats were noted. Another communication noted this atrial lead exhibited poor p-wave measurements, and oversensing of ventricular activity leading to inappropriate mode swtiches. Pacemaker wenckebach rhythms were also noted due to the max tracking rate set to 100ppm with an extended atrial-ventricular delay. No adverse patient effects were reported. Later, the device was explanted for an unknown reason and returned by a non-guidant representative.